Event description:
Reporter alleged pts' blood glucose measured 374 mg/dl back to back with a result of 131 mg/dl, when compared to another professional meter when testing was performed one immediately after the other. Reporter stated control testing was performed on both levels and passed. Reporter indicated the pt was not treated as a result and no other actions were taken. A request was made for the return of the suspect device and replacement product was sent.